Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a short circuit in the two to three days prior to (B)(6) 2019. The patient experienced urinary incontinence and micro burst from the device. Two potential implant dates were provided; however, both were prior to the manufactured date of the ins so they were not possible. The physician's plan regarding resolving the issue was unclear. It was noted that this information was confirmed with the physician/account.